Event description:
A report was rec'd via legal summons that a female pt developed a fusarium infection while using renu with moistureloc multi-purpose solution. The pt began use of renu with moistureloc in 2005. In 2006, the pt's eye (eye unspecified) became severely irritated and painful. The pt was seen by her physician who referred her to the hosp. Lab testing was performed and confirmed the pt's symptoms were due to a fusarium infection. The pt was given anti-fungal medications as treatment. However, her condition continued to progress requiring emergency surgical intervention. On the following month, the pt underwent a corneal transplant and her lens was removed. Following surgery, the pt was continued on anti-fungal treatments. Approx one month later, the pt had a second corneal transplant. As of the next month, the pt was still receiving anti-fungal treatments and was recovering from her second corneal transplant.

Manufacturer narrative:
Bausch & lomb initiated an investigaiton that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evals met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of funsarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.